Event description:
Event description guidant received information that this implantable pacemaker (ipm), implanted for 41.9 months, could not be interrogated. Troubleshooting included moving the wand, using different rooms, a towel between wand and the patient's chest, and a second programmer with the device still unable to be interrogated. The signal strength was tested and no signal was noted. Magnet response revealed the battery at beginning of life (bol).